Event description:
It was reported that the rv lead impedance was high (greater than 2500 ohms). The lead tip, approximately the distal 2cm of the lead, remains in the patient. The patient outcome was listed as "ok". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured. Proximal segment of lead returned and analyzed. The outer insulation was breached cut and had a breached depression.